Event description:
Information received regarding the explanted device notes that the patient presented to the physician's office after experiencing syncopal spells. Dashes (---) were noted for many programmed parameters and the current drain was high. Attempts to return to standard and reprogram the rate and polarity were unsuccessful. At the time of the examination, the patient was in his own rhythm.